Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the closurefast (clf), affiliated to this investigation was returned. The closurefast device was examined: kinking was observed on the catheter coil area. An unknown residue was observed on the catheter handle. The catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug shown visable markings on the plug area. The catheter did not pass all of the continuity and resistance functional testing. The catheter failed functional testing on two dif ferent generators. The proper device was not recognized by the rfg2 and rfg3 generator when plugged in, the expected low temperature advisory was not displayed when activated. When the cycle began on the rfg2 and rfg3 generators, the advisory message ¿advisory: I mpedance low. Replace device¿. The kinking on the coil shaft was viewed under microscopic observation. It was observed that an unknown residue and a tear on the coil/fep had occurred causing coil damage and exposing the coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter for radiofrequency ablation treatment of the great saphenous vein (gsv) under local anesthesia and using transducer compression. It is unknown what error code appeared (if any) on the generator. It was reported that the catheter had too low of an impedance and so replaced the catheter with a new one to complete the procedure. No patient injury reported.